Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated corrected: b4, b5, d4, d11, g4, g7, h2, h10.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the hose was leaking, the event timing was during surgery. There was no harm, no delay, no variance. There was no adverse event reported as a result of this malfunction.